Event description:
A insurance claims person reported that a claimant who was working with the product is claiming she now has asthma. The insurance claims person would not provide any information regarding the claimant. Advised to have his claimant report any issues to the manufacturer, insurance claims stated that he will discuss this with the claimant but would not commit to anything.